Manufacturer narrative:
Visual assessment showed the depth straw has been cut to the surgeons¿ desired length. Both ts and suture remain on the needle. Examination of the needle confirmed that it has been double crimped. The device was tested using a rubber meniscus model and would not deploy confirming the non-deployment. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Incorrect batch number reported in initial MDR.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure t2 did not deploy. It was completely stuck inside the needle. A backup was utilized to complete the case. There was a two minute delay. No injuries or complications were reported.